Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and the battery was warm to the touch. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Low power alerts/alarm were received as expected. Pump history showed that the customer did not acknowledge low power alerts/alarm in a timely manner (ranging from a few minutes to over 2 hours). Troubleshooting was performed and the pump performed as intended. No failure was identified to have occurred.